Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized for a low blood glucose episode. Her blood glucose at the time of hospitalization was 36 mg/dl, which caused her to pass out. The patient had high blood glucose that day and over-adjusted her bolus delivery. Troubleshooting for the insulin pump was declined. No products were shipped or returned.